Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had a piece protruding from it upon removal. The customer did not know the blood glucose reading. The customer stated that the sensor stopped reading her glucose levels. She stated that when she pulled of the plastic piece, she noticed something protruding from the sensor that appeared to be a metal piece. She noted that she felt some skin irritation at the site as well. She was unsure of the blood glucose reading but observed that the sensor glucose reading was fluctuating. Nothing further reported.